Manufacturer narrative:
Evaluation revealed the sliding core uhmpwe 7mm to be the subject product. No further associated products were reported. A physical examination could not be carried out as the device was not received for evaluation. A review of the device history record could not be carried out as the lot code was unknown. In the case presented a patient had been treated with star on (B)(6) 2016 due to an arthrosis of the right ankle. The patient presented to the office with right ankle pain. In (B)(6) 2016 the patient was hospitalized due to swelling and cellulitis of his right ankle. X-rays taken during that time revealed the polyethylene sliding core to be displaced/ dislocated. The polyethylene mobile bearing was removed and replaced by a new one. As the medial ligaments were found to be tight and the lateral ones to be loose, a medial release had been performed. The experienced pain most likely was the result of the dislocated sliding core and/ or of the medial ligaments, which were found to be too tight. The dislocation of the polyethylene sliding core might have various reasons such as an incorrect soft tissue balancing, incorrect positioning of the components, implantation in ankles with hindfoot malalignment or an ankle instability, but is rather not device related (1). However with the given information an exact root cause could not be determined. Based on the information given a deficiency of the sliding core in question was not verified. In case relevant clinical information or the item should become available, we reserve the right to update the investigation and change the root cause. Device was not returned.

Event description:
Patient had a star ankle implanted in (B)(6) 2016. Presented to clinic with right ankle pain. X-rays reveals displaced mobile bearing. Replaced mobile bearing exchange. Medial ligaments were tight, lateral loose so did a medial release.

Manufacturer narrative:
(B)(4). Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Patient had a star ankle implanted in (B)(6) 2016. Presented to clinic with right ankle pain. X-rays reveals displaced mobile bearing. Replaced mobile bearing exchange. Medial ligaments were tight, lateral loose so did a medial release.